Manufacturer narrative:
The biomedical engineer (bme) reported that they are having a similar issue as in complaint (B)(4). They were in the middle of obtaining baseline data when the mee-2000a shutdown. All the signals went black out of nowhere, and then there was an error message for a main unit failure. Then the program would not close, and it kept stimulating sseps when trying to close it. They are able to reboot it, and it seems to resolve the issue. However, the issue reoccurs. They do not know if it was in patient use. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are having a similar issue as in complaint (B)(4). They were in the middle of obtaining baseline data when the mee-2000a shutdown. All the signals went black out of nowhere, and then there was an error message for a main unit failure. Then the program would not close, and it kept stimulating sseps when trying to close it. They are able to reboot it, and it seems to resolve the issue. However, the issue reoccurs. They do not know if it was in patient use. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having a similar issue as in complaint (B)(4). They were in the middle of obtaining baseline data when the mee-2000a shutdown. All the signals went black out of nowhere, and then there was an error message for a main unit failure. Then the program would not close, and it kept stimulating sseps when trying to close it. They are able to reboot it, and it seems to resolve the issue. However, the issue reoccurs. They do not know if it was in patient use. No patient harm reported. Investigation conclusion: cause and additional information: the phenomenon could not be reproduced on the actual product where the phenomenon occurred. Nka requested that the investigation be suspended because the phenomenon could not be reproduced. Countermeasures to prevent recurrence: since the necessary information for the investigation was not provided, no recurrence prevention measures will be implemented. Additional device information: d10: concomitant medical device: model: mee-2000a. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they are having a similar issue as in complaint (B)(4). They were in the middle of obtaining baseline data when the mee-2000a shutdown. All the signals went black out of nowhere, and then there was an error message for a main unit failure. Then the program would not close, and it kept stimulating sseps when trying to close it. They are able to reboot it, and it seems to resolve the issue. However, the issue reoccurs. They do not know if it was in patient use. No patient harm reported.